Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory. On the distal ring electrode. This could cause the lead to exhibit high impedance.